Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use fingertip to firmly press center of button while supporting bottom of pump, but difficulty persisted, so pump was scheduled for replacement under warranty, customer planned to use multiple daily injections as backup insulin therapy, was advised to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using pre-paid label, which customer understood and acknowledged.